Event description:
Additional information was received indicating the device was explanted and replaced for normal battery depletion during an unrelated procedure. The patient was in stable condition.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The patient presented to the emergency room due to an arrhythmic storm that was treated with high voltage therapy. Upon interrogation, the device was found in backup mode. Abbott technical support was contacted and the firmware was downloaded which restored the device to normal function to resolve the event. The patient was in stable condition.